Event description:
It was reported that the patient experienced a loss of stimulation sensation and noticed a large "goose egg" at the lead insertion site in late (B)(6) 2011. The patient had to increase stimulation to 10.0 volts before feeling a slight tingling in her right leg. The patient met with her hcp, who determined that the lead had migrated via x-ray. It was noted that impedance was normal. The patient underwent a surgical revision on (B)(6) 2011 and new leads were placed. The patient kept forgetting to charge her battery, so she was changed to a prime cell during the (B)(6) revision. Patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the patient recovered without sequela.

Manufacturer narrative:
Lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011; lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).